Event description:
Doctor deployed the axios metal stent to the stomach while observing with fluoscopy and the stent deployed and reattached to the scope and entered the channel of the scope and got stuck inside the scope.